Event description:
Tracelet was placed on patient wrist and inflated, device bladder malfunctioned/burst and device was no longer useable. Device was removed and inspected. Attempt to inflate device made, air kept escaping bladder. Patient's sheath had not yet been pulled so no harm done to patient. Replacement tracelet was used and faulty tracelet was discarded.